Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient with this cardiac resynchronization therapy pacemaker (crt-p) had device pocket swollen and hematoma was confirmed. Patient had hematoma removal and device pocket was cleaned. Also, it was confirmed that there were no signs of infection. Patient was admitted in the hospital for observation. To date, this device remains in service. No additional adverse patient effects were reported.